Event description:
The clinician reported the venous blood line became disconnected from catheter while pt was dialyzing. Pt lost approx 500cc of blood. The catheter was bridge taped per dci protocol and was admitted to the hosp for overnight observation. Hct dropped from 40 to 31 after blood loss. It was noted the catheter was placed on (B)(6) 2006 and pt had problems with flow and pressure requiring activase frequently. Ref MFR #1036844-2006-00062.